Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and was determined to be fractured. It was further reported that during an attempt to explant the lead the right atrial (ra) lead was unintentionally damaged. Neither the rv nor the ra lead were able to be successfully extracted and remain in situ but inactive. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: dtma1d1 crt-d, date of implant: (B)(6) 2019; product ID: 5071-53 lead, date of implant: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.